Manufacturer narrative:
Other, other text: device evaluation- the device was examined. The device had a missing push button. The input hose connection had loose particles and dirty housing. The gaiter was also torn. The physical characteristics were determined consistent with the device having sustained impact damage.

Event description:
Information received a smiths medical ventilators/pneupac ventilators vr1 standard breaking push button, no patient adverse event or involvement.